Event description:
The doctor reported that there was mobility of the implant-supported crown at tooth site 36, and upon removal a fracture at the collar was discovered, associated with consequent bone loss. Patient suffered from mobility. Procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.